Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.(B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2014.according to the complainant, during the procedure, the hydrophilic tip of the jagwire guidewire detached exposing the tip of the metal corewire. Attempts were made to retrieve the detached tip were unsuccessful and the detached piece was left inside the patient. The procedure was completed with this jagwire guidewire.there were no patient complications reported as a result of this event.